Manufacturer narrative:
The device was returned for analysis. The reported guide break, and failure to cycle were confirmed. The entrapment of the device, noise, and difficult to open or close could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment contributing to the reported guide break heard as the audile noise. This condition likely resulted in the failure to cycle, difficult to open or close, and entrapment of the device leading to the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoraco-abdominal aortic aneurysm (taaa) repair procedure. Reportedly, while performing step 2, the plunger was advanced with a "bad" sound (akin to hitting calcium). The plunger was removed with the suture not connected. After advancing the device a bit, the footplate was retracted. The device would not move. Attempts were made to gently rock the device out and release with artery forceps yet they had no effect. The vessel was cut down with no calcification confirmed on the anterior wall. The device was noted to be almost severed where the plastic and metal join and tissue damage was noted. The footplate was within the vessel and unable to be retrieved with the lever. The plastic portion was cut to assist in removing the intravascular portion. The vessel was clamped to gently retrieve the tip with the footplate. The taaa procedure was completed. Surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay. No additional information was provided.